Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with residue on lens. Visual inspection found one haptic torn and bent, with residue on lens. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+2.5/089 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patient's left eye (os). There was no patient injury. Another same model/length lens was implanted and the problem was resolved.